Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-may-2018 with the following findings: during investigation, the pump was returned with both the audio tone and vibratory alarms operating properly. The sound test passed. During investigation, the pump was opened to find no intermittent conditions. The audio tone/vibratory alarm issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging an audio tone/vibration (dual alarm failure) issue. The pump did not give an alarm tone/vibrate when giving a bolus or alarm when bolus was completed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.